Manufacturer narrative:
Internal report (B)(4). Product under evaluation.

Event description:
Consumer complaint of high blood results. Customer states that she feels well and requires no medical attention. Customer&#62688;expected blood results are 160-170mg/dl fasting. Verified the strips expire 07/27/2017. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Reviewed meter memory: 283mg/dl, (B)(6) 2015, 03:00:00 pm, fasting: yes. 271mg/dl, (B)(6) 2015, 10:45:00 am, fasting: yes. 295mg/dl, (B)(6) 2015, 07:34:00 am, fasting: yes. 289mg/dl, (B)(6) 2015, 07:25:00 am, fasting: yes. 332mg/dl, (B)(6) 2015, 12:25:00 pm, fasting: yes. Customers concern with 295mg/dl, 332mg/dl, 271mg/dl (B)(6) 2015. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 160-170mg/dl fasting. Verified the strips expire 07/27/2017. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: with 295mg/dl, 332mg/dl, 271mg/dl (B)(6) 2015. Adverse event not reported.